Event description:
"Could not achieve prime. Fluid would not get to tip and errors on screen shortly after starting to prime. As if there is a clog in tube. As we tried to prime, sterile saline would begin to travel through tubing, and a error would show on screen about 5 sec into cycle. Saline could not get to tip."